Manufacturer narrative:
Correction: describe event or problem, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Omit: c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion of potassium was not able to be confirmed through a review of the device logs and no suspect device was returned for testing. The pcu and its logs were not returned for investigation, however a log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and drug parameters. Customer provided event logs from (B)(6) 2025 to (B)(6) 2025. Error logs were not provided by customer. On (B)(6) 2025 at 09:09:28 pm, pump module was selected and programmed an infusion with a rate of 21ml/h and a volume to be infused (vtbi) of 250ml. Infusion was started. At 10:49:08 pm, pump module alarmed for ¿occlusion patient side¿ and infusion was restarted. On (B)(6) 2025 at 03:03:07 am, pump module alarmed for ¿occlusion patient side¿ and infusion was restarted. At 05:05:112 am, infusion was paused. At 05:10:53 am, infusion was restarted. At 09:04:54 am, pump module alarmed for ¿air in line¿ and channel was powered off. At 09:19:45 am, pump module was selected and programmed an infusion with a rate of 125ml/h and a vtbi of 250ml. Infusion was started. At 09:41:35 am, pump module alarmed for ¿air in line¿ and channel was powered off. At 09:42:35 am, pump module was selected and device alarmed for ¿operator walkaway¿. A few minutes later, pump module was selected and powered off. At 09:52:52 am, pump module was selected and device alarmed for ¿operator walkaway¿ twice (2). A few seconds after, pump module was selected. No more infusions were recorded on this date. No inspection and testing could be performed as no device or administration sets were returned for investigation. Alaris system user manual (v12.1.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported over infusion of potassium was not determined as no device or infusion set was returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of potassium. Potassium 20meq was ordered to infuse over 2 hours; however, the 20meq infused in 38 minutes. Per report the customer states: "when the pump was reviewed, it stated the infusion was going for 130 minutes. When taking off the channel it beeped and indicated the medication was still infusing." Patient was monitored and was not symptomatic. Patient denied any complaints. There was patient involvement, but no harm. Additional information received: per report the customer states, when the pump was removed and door closed ¿the line was still infusing¿, although there was no IV tubing loaded into the pump module, and it was blinking red at this time. No repeat labs were done. The patient was put on a vitals cart for cardiac monitoring until telemetry pack monitoring was available. The patient was on telemetry monitoring for approximately four hours. The clinician stated the patient said they ¿felt fine¿. When preparing the IV tubing, a ¿fresh line¿ (a new IV set) was used for the potassium infusion, and the clinician primed the IV set with the medication from the IV bag. The infusion was administered as a primary infusion. The IV set was directly connected to the patient¿s PICC line. Unsure of the rate or the vtbi of the potassium infusion, but all the contents were delivered. Event happened in the morning and was not at shift change. Volume to be infused was all delivered but quicker than expected. The potassium 20meq infusion was administered on the pump module on the left side closest to the patient, there was one pump module attached to each side of the pcu. There was also a tpn infusion being administered to the patient during the time of the event and the clinician was unsure of the programmed rate or vtbi. Drips in the drip chamber matched the programmed infusion rate of the potassium infusion alaris system was placed on the IV pole eye level to the nurse. Potassium IV bag was hanging above the alaris device. IV set and potassium container were discarded. No visible damage was noted on the pump module.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of potassium. Potassium 20meq was ordered to infuse over 2 hours; however, the 20meq infused in 38 minutes. Per report the customer states: "when the pump was reviewed, it stated the infusion was going for 130 minutes. When taking off the channel it beeped and told me medication was still infusing.". Patient was monitored and was not symptomatic. Patient denied any complaints. There was patient involvement, but no harm.